Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the does not attach/detach on lot # 9148671. Unable to perform complaint lot history check due to an unknown lot number for needle bent npe. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle does not attach securely to the pen with a bd ultra fine¿ pen needles. This occurred on 6 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: consumer reported she cannot attach the pen needle on to the pen right. She attaches the needle straight on to the pen. They don't screw in properly cannot lock.